Event description:
A peritoneal dialysis (pd) patient reported having peritonitis during a inquiry call to technical services. The patient stated having peritonitis and inquired if it would extend the length of her dwell during treatment on the liberty select cycler. Attempts to obtain additional information were unsuccessful.